Manufacturer narrative:
Stryker product assessment center (pac) evaluated the customer's device and verified the reported issue. Stryker pac further evaluated the customer's device and determined the red energy capacitor wire was disconnected from the j17 spade connector was the cause of the device not delivering defibrillation energy issue. Stryker pac further evaluated the customer's device and determined the magnet retainer tabs were damaged due to customer abuse was the cause of the magnet missing from the lid issue. The customer received a replacement device and this device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would not deliver defibrillation energy and the device was missing the magnet from the lid. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.